Event description:
A physician reported a pt was originally skin tested on 7 april 1997 on the right forearm and it was reported to be negative. On 9 may 1997, the pt was treated in the glabella and forehead lines. On 26 march 1998, the pt was examined by the physician who noted a "movable" lump under the skin at the glabella. The pt stated that the symptom had occurred for a while, but an exact date of onset was not known. The pt stated that she had self treated the area with local massage. The physician injected intralesional kenalog and lidocaine. On 16 april 1998, intralesional kenalog and lidocaine was injected into the glabella area. The physician believed the symptom was due to either palpable collagen under the skin or a foreign body granuloma response to collagen. No further medical or surgical intervention was prescribed or planned.